Manufacturer narrative:
Patient initials are (B)(6). Patient weight is unknown. Date of post-operative non-union is unknown. This report is for an unknown quantity of 5.0mm locking screws. Without a valid part and lot number, a UDI is not available. The original implant procedure was performed on an unknown date. The complainant part is not expected to be returned for manufacturer review/investigation. Unknown, as specific part and lot numbers for the complainant screws were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a trochanteric fixation nail (tfn) revision procedure on (B)(6) 2016 following a diagnosis of delayed healing (non-union). X-ray imaging confirmed that the patient's fracture did not heal in the area where the helical blade was originally placed. During the revision, all of the originally implanted hardware, including the nail, helical blade, and distal locking screw, were removed fully intact. The patient was then revised to a total hip. The procedure was successfully completed with no reported patient harm or surgical delay. This report is for an unknown quantity of 5.0mm locking screws. This report is 3 of 3 for (B)(4).